Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the erbe generator to resolve the issue. The da vinci system was recalibrated, tested, operated without error and verified ready for use. The complaint was confirmed based on field evaluation. Isi received the erbe generator involved with this complaint to perform failure analysis. The unit was analyzed, and errors m-02 were confirmed and reproduced on startup. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, post-surgical port placement, the erbe generator displayed error code m-02. The customer received phone assistance from the intuitive surgical, inc (isi) technical support engineer (tse). The error persisted. The customer was continuing the procedure with a backup generator. However, the customer called back at a later time and stated that they tried two different third-party generators and two different activation cables, but the issue persisted. The procedure was converted to traditional laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the error happened prior to the procedure. The system functionality was checked upon powering on the system. It is unknown if the port was increased in size.